Manufacturer narrative:
(B)(6) 2021 13:13:12 jrd3 customer concern: pump error 43 and 2 unable to clear alarm. No further concerns were recorded. Device was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the device. P-cap locked in place properly during testing. Device passed displacement test, the self test, rewind test, prime/seating test, basic occlusion test and occlusion test. No pump error 43 alarm noted during testing. During download review the following discrepancies were noted on event date of (B)(6) 2021. On (B)(6) 2021 from 12:49:19 through 12:50:55, five motor drive error (43) alarmed were recorded in download history files. Proceed it by cutting device open and perform a visual inspection on electronic assembly and motor assembly. Per visual inspection it was determine that ingress of water causing electrical short on motor connectors causing an unexpected pump error 43. Device received with cracked case(battery tube) and cracked battery tube threads. In conclusion, customer concerns are confirm when reviewing download history files found pump error 43 alarm in record and during visual inspection corroded traces on motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they were unable to clear an alarm and time clock was visible on screen. Customer also stated that along with insulin pump error they received two unable to clear alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.